Event description:
Pt admitted to ICU 10/15/94 in advanced stage of liver and renal failure, placed in "comfort care" (no code) status. A: 3.30 pm on 10/16/74 IV 100 mg morphine started at 2 cc/hr. Volume set to infuse 100 cc. At 6:00 pm morphine bag found to be empty (entire 100 cc was infused). Pt expired 7:01 pm. Pump was impounded by county medical examiner and was subsequently sent for evaluation. Initial toxicology reports indicated elevated levels of morphine in pt.